Manufacturer narrative:
Manufacturing site evaluation: samples received: none, picture provided. There are no previous complaints of this code batch. In the picture received, there is one part of the central part of the box label that is not printed, it is printed 2x45cm instead of 12x45cm, the number one is missing. We have checked the warehouse printers where the box labels are printed and they are all in good condition, no malfunctions are found. As the box label contains the data matrix, the box was not automatically discarded and it was shipped to the customer. We assume that this mistake was an isolated malfunction of a punctual printer. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). Incorrect labeling.